Event description:
This ra lead was implanted on an unknown date in 2005 and was explanted on (B)(6) 2018. In a case on (B)(6) 2018 it was noted that the lead was explanted due to infection. There was no known information about the facility and physician. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)